Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed stated they unable to get the arctic sun device to fill. A check of the diagnostics showed pressure transducer was functioning correctly. During filling, no suction could be felt at the left manifold port. Discussed this was indicative of a failure with the circulation pump. They stated they would order and replace these onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated they unable to get the arctic sun device to fill. A check of the diagnostics showed pressure transducer was functioning correctly. During filling, no suction could be felt at the left manifold port. Discussed this was indicative of a failure with the circulation pump. They stated they would order and replace these onsite.